Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, corail size 13 broach - damaged post during calcar reamer. Loan set. Tagged instrument with damaged tag. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the connection post of the broach corail amt 13 presents circular scratching marks and nicks. No other defects were observed on the broach. The observed condition of the device can be attributed to a combination of heavy usage and due to the taper not being seated all the way into the mating device before usage. The overall complaint was confirmed as the observed condition of the broach corail amt 13 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the corail size 13 broach post was stripped during calcar reaming.